Manufacturer narrative:
Prior to the event, tg was calibrated and qc results were within the labs established ranges. A bci field service engineer (fse) was dispatched and cleaned the canisters and replaced the hydro check valves. The fse replaced hardware, flushed the waste system as well as the sample and reagent probes. Fse performed carryover test which passed. No further occurrences were reported by the customer.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to twenty seven (27) erroneous high and one (1) erroneous low tg (triglyceride) results that were generated by the synchron cx5 delta chemistry analyzer and were reported out of the laboratory. The samples were repeated and results within range were obtained. An amended report was initiated on all 28 samples. A separate MDR 2050012-2010-01229 was submitted for the malfunction portion of this event. This MDR is for the patient who was treated.